Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, the device was attempted to be interrogated by programmers but were unsuccessful. The device was explanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Customer complaint of unable to interrogate the device was not confirmed. Device was still at new device stage when it was received, and no information was programmed into the device. Further analysis was performed and indicated that the device exhibited normal device characteristics. The device was able to establish bluetooth communication throughout the entire analysis. Visual inspection did not find any foreign material on the header feedthrough pin that could contribute to the interrogation complaint. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.